Event description:
The caller reported that the cartridge was not fitting properly on the pump, and this issue persisted through five cartridges before contacting support. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through removing the pump case and cleaning the pneumatic tap area, including removing debris such as an o-ring. They also instructed the caller on inspecting the cartridge and completing the loading process, which was successful. The caller requested replacements, and technical support arranged a replacement order.